Event description:
Additional information noted the low sensing threshold was initially observed via a remote merlin.net transmission. There were no adverse consequences to the patient from surgery reported.

Event description:
Additional information noted the system was x-rayed prior to surgery and the lead was determined to not be dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's right atrial lead exhibited low sensing amplitudes and high capture threshold. The lead was extracted and replaced. There were no adverse consequences to the patient reported.